Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received scs system on (B)(6) 2010. It was reported that the patient had surgical complications including hemorrhaging and excessive bruising as a result of the implant procedure. The patient waited three weeks to turn on the stimulation after the implant. After turning stimulation on, the patient developed tinnitus which progressively worsened. The patient experienced the tinnitus whether stimulation was off or on. The physician suggested patient see an ent specialist for ringing in his ears. The device is still in use. No further information is available at this time.